Event description:
Unomedical reference number (B)(4). Event occurred in germany. The patient's husband reported that the patient has been hospitalized since yesterday. She had an abscess at the infusion site that needed to be cut open and cleaned. She did not receive any antibiotic therapy. The wound is rinsed daily. The patient is expected to be discharged today ((B)(6) 2024). No further information available.